Event description:
It was reported that a physician stated that he had several patients with impedance readings greater than 4000. The company representative was unable to obtain specific device info. Additional info has been requested.

Manufacturer narrative:
(B)(4).